Manufacturer narrative:
As reported by the affiliate, this patient presented to the cardiac catherization unit for elective treatment and 2-vessel disease was found. Pci was first performed on a chronic total occlusion of a competitor's bare metal stent in the posterior descending branch of 40mm in length in a 2.5mm vessel diameter at a bifurcation. The (type c) lesion was also eccentric. Pre-dilation was conducted with a 2.5x30mm balloon at 12atmospheres (atm) before deploying two overlapping 2.5x23mm cypher stents at 12 atm 20 atm, respectively. Intravascular ultrasound (ivus) was not performed. The residual diameter stenosis measured 13%. Post-dilation was not conducted. Timi 0 and iii flows were recorded pre and post-procedure, respectively. Pci was performed next on a chronic total occlusion lesion after stents (duraflex and penta) in the entire right coronary artery (rca) of 78mm in length in an approximate 3.0mm vessel diameter. The type c lesion was eccentric. Pre-dilation was conducted with a 3.0 x 30 mm balloon at 22 atm then three overlapping 3.0 x 28mm cypher stents were deployed 22 atm from the proximal to the distal rca. Post-dilation was conducted with a 3.5x20mm balloon at 25 atm. Ivus was conducted. The residual diameter stenosis measured 20% timi 0 and iii flows were recorded pre and post-procedure, respectively. Act was not monitored. Intra-procedure medications included heparin 7000 units. Post-procedure medications included aspirin 81mg/day, ticlopidine hydrochloride 200mg/day and isosorbide dinitrate 5mg/day. Twenty six months later, the patient complained of chest pain and had a positive treadmill exercise test. Coronary angiography was conducted and thrombus was observed from the most proximal cypher. To treat the thrombus, aspiration and plain old balloon angioplasty (poba) was conducted with a 3.5 x 30mm balloon at 26 atm. Cilostazol 200mg/day was also started. The patient was discharged from hospital the following day. The physician commented that the possible causes of the thrombotic event were because the patient could not get the effect of the anti-platelet therapy and the restenosis occurred repeatedly. Please note that this product is not distributed in the united states. However, it is similar to the u.s. Distributed. It is also not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt. This report represents notification of two products with the same catalog and lot numbers used the same procedure. It is also one of two reports associated with the same event that were submitted under the following manufacturing report numbers 9616099-2007-00704 and 9616099-2007-00705.

Event description:
Twenty-six months after percutaneous coronary intervention (pci) with five cypher stents, the patient developed chest pain. Angiography revealed thrombus within the proximal stents.